Event description:
It was reported that the guidewire detached within the patient. A luge guidewire was selected for use in a coronary intervention procedure in 2011. The guidewire detached and remained in the patient. In 2021 the patient was planned to undergo a MRI. No further complications were reported.